Event description:
It was reported that bd alaris¿ pump module administration set had damaged tubing. The following information was provided by the initial reporter: " blood tubing (bursted open and blood exploded everywhere)".

Manufacturer narrative:
A complaint of tubing bursting and leaking blood was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2477-0007 lot number 21035842 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 11mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.